Event description:
It was reported that the male luer of an interlink injection site was malformed. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample without the pouch for evaluation. Visual inspection noted a defect described as a malformed male luer on the interlink injection site. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.